Event description:
The attending nurse was preparing to discontinue the pt from their hemodialysis session on a 1550 hemodisalysis machine. The treatment was initiated at 6:30am. At 9:45 am she noticed that there was air in the venous blood line below the venous drip chamber and the pt was slumped in their chair. The pt was not responsive at this time and had no pulse. Pt had a blood pressure of 52/19, was warm to touch and had shallow breathing. The pt's chair was placed in a laying position and the blanket was removed. At this time it was noted that the venous needle was dislodged from the pt's life site access. 911 was called and ns 500cc via gravity was administered through the pt's arterial access by gravity. CPR was initiated. An emt arrived and took over the pt's care. Info regarding medical intevention performed at this time was unk. It was revealed that the pt had a dnr on file. The unit physician could not be located. The emt specialists called their on call physician who ordered discontinuation of resuscitative measures.